Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: unknown, product type: programmer, patient. Product ID: 3889-28, lot#: va11p6v, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient have been having a lot of issues with the ins and that it is totally dead and they have been having really bad problems for some time now. The patient stated that they did not want to get into it as they have been trying to get in contact with a manufacturer representative but they have not been able to answer her calls. The patient stated that they thought their issues were bladder infections but now they see that the device has been recalled, so maybe it is not infections. The patient called back again because she read about a recall. The patient said her bladder is getting jolted. The patient said she has been seeing a nurse practitioner at her managing healthcare professional office. The patient stated she has an appointment on (B)(6) to discuss the shocks in her bladder. The patient said there has to be a lead that is loose and the shock are very painful. The patient currently turned stimulation off to see if she has any shock. The patient said since the stimulation has been turned off, she have not gotten any jolts. The patient said her patient programmer is completely dead. The patient said she had to change the batteries every 4 days when it was every 2 days and now the patient programmer is completely dead. Patient services offered to replace the programmer but the patient wanted to wait until after the appointment on (B)(6). The patient said she is leaning towards having the device removed. The patient will call back if she decides to have the programmer replaced. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.